Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation finding and investigation conclusions) and h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. Checked the unit found shuttle transducer calibration is out of specification, calibrated all transducer, fault rectified. Tested and handed over the unit in good working condition.

Event description:
N/a

Event description:
It was reported by customer during routine check-up that cs300 intra-aortic balloon pump (iabp) machine is displaying a message: maintenance required ¿ code #3. No patient involvement and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.